Event description:
Boston scientific crm received information that during a procedure for elective device replacement, interrogation revealed this device battery longevity displayed beginning of life, however the magnet rate was 90 bpm. A replacement procedure was performed, this device was removed, replaced and returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, this device passed all manual electrical measurements and paced and sensed normally during testing. The device was tested with the magnet and no anomalies were revealed. Analysis determined the beginning of life gas gauge reading was caused by a system reset that occurred on the day of explant. A visual inspection revealed arc marks on the device case indicating the reset was likely induced by external high energy such as electrocautery. Analysis concluded the device functioned electrically within specification.